Manufacturer narrative:
(B)(4).. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.5 x 12 mm nc trek balloon catheter was advanced to an un-specified lesion, but the nc trek could not cross. The device was removed and it was found that the balloon was a 2.5 x 18 mm nc trek. The box and the packaging both listed the device as a 2.5 x 12 mm nc trek. The account did not believe that the box was previously opened, and the package was not damaged. A new balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device return status changed from returning to discarded. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.